Manufacturer narrative:
Section a2, a4 and a5: per regulation EU: (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable to suspect device. Section d6b - explant date: not applicable to suspect device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon performed an unplanned anterior vitrectomy due to a posterior capsule tear on the right eye (od). The surgeon then placed a three-piece intraocular lens (iol) in the sulcus and sutured the incision. We learned through follow up; the clinic do not believe the issue is due to the phaco system. No further information was provided.